Event description:
Patient husband reported patient attempted to administer hyqvia on saturday, pump keeps giving time out error. Advised pump needs replacement. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: 251194. Did we replace the device? Yes.